Event description:
A malfunction alarm with code malf 12 was reported, and technical support assisted the customer in resetting the pump. There was no adverse impact to the customer¿s blood glucose level. After resetting, the pump functioned normally without recurring issues, and the customer was advised to continue using the pump while contacting support if the problem reoccurred.